Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the pump buttons were unresponsive after swimming. It was noted that water was present inside pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/20/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings:there was no moisture observed from the outside of the pump. A leak test was performed and a display lens leak was found. The pump case was removed and moisture was found inside the pump and on the keypad flex connector. There was no visible damage to the keypad. The keypad cover was removed and no damage or contamination was observed on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.